Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2026 and suture was used. This morning after the patient's tooth extraction, the suture broke during suturing. Re sutured the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the wound re-sutured during the initial procedure? If not, please explain. Received information as following from sales rep via phone; please did this event contribute to any patient adverse event? Received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device batch number, and non-conformances no related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.